Manufacturer narrative:
The actual sample, a dilator and a sheath in the combined state, were returned to the manufacturing facility for evaluation. The sheath and dilator were separated from each other. Visual inspection upon receipt found that the distal extremity of the dilator tube had been deformed in a crushed shape. Magnifying inspection confirmed that the dilator tube had been properly tapered on the distal segment. The crosscut valve, after having been taken out of the sheath, was closely inspected under magnification. It was found to have a flaw off-center the slit. A review of the manufacturing record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the investigation, it is likely that, during the insertion of the actual dilator sample into the actual sheath sample, the dilator tip collided against the area off center the slit of the cross-cut valve housed inside the sheath, resulting in the generation of the crushed deformation on the distal tip of the dilator. This may have obstructed the actual mini spring guide wire advancing through the dilator. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. - attachment: [(B)(4).pdf]

Event description:
Per the attached user facility medwatch report # (B)(4), which was received from the FDA on (B)(6) 2016, the event is described as follows: "glidesheath introducer tip was kinked, noticed it after it was taken out of the package, unable to thread over the wire. A new sheath was used from the same lot number and worked fine." This report is being submitted as a precautionary measure in follow-up to the user facility medwatch report # (B)(4), even though the criteria for submission of an MDR was not met based on the available information.